Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The physician stated that they believe they over-treated the patient based on numbers provided by the cardiomems sensor. The patient was hospitalized. Awaiting update.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the event description, "the patient has been discharged and they are continuing to take their readings from home. The patient's goals have been adjusted and the site is no longer questioning the accuracy of the cardiomems sensor." This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 33.49 mhz, 33.45 mhz, 33.68 mhz, and 33.48 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.